Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that surgery was performed and it was discovered that the pump had been twisting in the pocket which caused the catheter to kink. The pump and catheter were replaced; post replacement the catheter was able to be successfully aspirated. The pump would be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: (B)(6) 2019; product type: catheter; h3: the pump was returned and no significant anomalies were found. The catheter was returned and twisting of the catheter was identified as well as the collet not being fully locked into place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indi cation for use was non-malignant pain. It was reported that since the patient has had the pump she has been in pain and received no relief from pump. It was noted that post implant the drug dosage was increased. The caller stated that about 2 weeks ago the patient heard the pump alarming and when the device was interrogate it was noted that the alarm was due to the reservoir being low. It was noted that refill date was not until (B)(6) 2019 but that the low reservoir was expected because the dosage used in the device was higher which could have made the pump run out faster. It was reported that the patient was brought to the healthcare provider (hcp) office on (B)(6) 2019 for a refill and it was discovered that the pump was not delivering any medication because the entire amount was still in the pump. The caller stated that the pump was defective, the device manufacturer representative made a mistake or the hcp implanted pump incorrectly. The pump was refilled but the patient was still pain. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.